Event description:
Customer reported that pump battery was depleting rapidly, leading her to express concern about the device's functionality. There was no adverse impact to the customer¿s blood glucose level as the pump did not shut down. Customer had to leave for a meeting and planned to call back, requesting the case remain open for further follow-up.